Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump had a battery life issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the returned battery cap was able to fully tighten onto the pump. There was a battery compartment crack observed below the grip pad. There was evidence of a partially discharged battery being installed observed in the pump's black box on 12/30/2014. The pump's current draws were within specifications. No battery life issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.